Event description:
Complainant alleged that during a routine shift check by a clinician, the device powered on without display. Complainant indicated that there was no patient involvement in the reported malfunction. Complainant indicated that during subsequent biomed testing, the reported malfunction was not duplicated.

Manufacturer narrative:
Zoll medical corporation evaluated the device, and the reported malfunction was not replicated or confirmed. The device was returned to the customer.